Manufacturer narrative:
(B)(4)

Event description:
Additional information was reported by the healthcare professional. It was reported that the pump was not replaced. The stall was not due to an MRI. The patient had requested for the pump to be shut off, which occurred on (B)(6) 2016. Pump logs from (B)(6) 2016 were returned which show a motor stall occurred on (B)(6) 2015 at 9:17 with a recovery on (B)(6) 2015 at 9:40; a stall occurred on (B)(6) 2015 at 9:01 and recovered on (B)(6) 2015 at 9:38; and there was a motor stall on (B)(6) 2015 with no stall recovery noted.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted:(B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The patient started having withdrawal symptoms on (B)(6) 2015. The pump was interrogated and a motor stall was noted. The pump was programmed to minimum rate. Pump replacement was planned for (B)(6) 2015, but the patient was on coumadin and his inr (international normalized ratio) was 3.4 so the physician did not proceed with the pump replacement as hoped. The patient status was reported as "alive-no injury". The device system was delivering morphine (20 mg/ml at 0.124 mg/day). On (B)(6) 2015, the pump off passcode was requested as the patient had been in no pain since the pump was set to minimum rate, so the physician wanted to turn the pump off to see how the patient did without it. This reporter thought that the pump motor stall had recovered and then reoccurred because when the patient came in the pump was alarming again.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found a gear train anomaly of corrosion, wear, or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a consumer via company representative. The indication for use was non-malignant pain, cervical/neck, and lumbar radiculopathy. It was reported that the pump was explanted on (B)(6) 2015. It was noted that the patient had an MRI on (B)(6) 2015 and the pump was not read after the MRI to confirm that it had restarted and the pump started alarming (B)(6) 2015. Troubleshooting was done with the patient's managing healthcare professional (hcp) at that time. The pump logs from explant show multiple motor stalls, recoveries, and tube set messages in (B)(6) "2045".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a company representative via the consumer. The indication for use was non-malignant pain, cervical/neck, and lumbar radiculopathy. It was reported that the pump was explanted on (B)(6) 2015. It was noted that the patient had an MRI on (B)(6) 2015 and the pump was not read after the MRI to confirm that it had restarted and the pump started alarming (B)(6) 2015. Troubleshooting was done with the patient¿s managing healthcare professional (hcp) at that time. The pump logs from explant show multiple motor stalls, recoveries, and tube set messages in "(B)(6) 2045."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer, it was noted that the patient's pump went down in (B)(6) and the patient was thinking about having it replaced.